Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation attached to a transfer mount. Visual inspection of the as returned product identified wear and debris about the implant threads and vent. The product matched print specifications where measured against drawing pd-tsvb10 rev l. No pre-existing conditions were noted on the per. The reported product was located on tooth # 31 and used for approximately 6 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 64095539. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64095539) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvb10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive cause could not be identified. D4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvb10) was removed due to bone loss at site location 31.